Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing with another set of electrode pads duplicated the reported malfunction.